Event description:
The complainant reported that following one day of impella 5.5 support, the patient endured sustained ventricular arrythmias. An amiodarone bolus was given and the dex infusion was decreased to stabilize the patient. Two days later, a hematoma was seen at the access site. Heparin was discontinued in response to the condition. The patient survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿